Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of by the facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to information provided by legal notification to medtronic, a patient expired after complications during a procedure where this device was used. During a thoracic surgery for lung cancer, a hemorrhage occurred due to vessel damage. After the issue the patient experienced hypoxic encephalopathia followed by pneumonia, and later expired. The procedure included dissection of mediastinal lymph node after resection of the superior lobe of lung. The superior vena cava was pushed aside with a suction tube, and the lymph node was dissected/coagulated with the ligasure device. Shortly after removing the suction tube after completing dissection, hemorrhaging occurred from the superior vena cava. The ligasure device was used in contact with the suction tube or very close to the tube. Further information could not be obtained.